Event description:
Healthcare professional reported through device tracking "tooth infection, led to infection of breast pocket". This record is for the left side. The device was explanted and will not be returned. Patient was prescribed with ciprofloxacin and penicillin.

Manufacturer narrative:
Continued e1 -- alternate email addresses: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "tooth infection, led to infection of breast pocket".